Event description:
The report received from the (B)(4) registry indicated that the patient had a precise 9 x 40 stent successfully implanted in the proximal/ostial right internal carotid artery (rica) during the study index procedure. There was no product issue or adverse event reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. One day post index procedure the patient experienced a non-q wave myocardial infarction (mi). Coronary angiography was performed. The patient was discharged four days after the procedure. The patient was asymptomatic for the procedure. The target lesion was reported to be: an 80% stenosis, 25 mm. In length, absent of thrombus, 6 mm. Reference diameter, moderately calcified/tortuous, and eccentric. The residual stenosis was 20%.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) registry indicated that the patient had a precise stent successfully implanted in the proximal/ostial right internal carotid artery (rica) during the study index procedure. There was no product issue or adverse event reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. One day post index procedure the patient experienced a non-q wave myocardial infarction (mi). Coronary angiography was performed. The patient was discharged four days after the procedure. The patient was asymptomatic for the procedure. The target lesion was reported to be: an 80% stenosis, 25 mm. In length, absent of thrombus, 6 mm. Reference diameter, moderately calcified/tortuous, and eccentric. The residual stenosis was 20%. The patient's medical history includes first-degree relative with premature cad. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15545245 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patient's vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.